Event description:
A medwatch report was received which describes the following event. A pt was being injected with 100 cc of optiray 320 into their IV for a CT scan of neck and chest. The technologist watched the first 62 cc of contrast successfully be injected before going to control area to perform exam. Upon return, technician noticed site of injection had infiltrated approximately 30 cc of contrast but the pressure injector did not send a pressure limit error. The pressure injector should alarm/beep at a pressure greater than 250 psi, but did not. Warm then cold compresses were applied to site and arm was elevated. Doctor evaluated patient's arm.